Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with a loose tibial component. A revision surgery will be needed for both tibia and talus. Reason for revision is failed ingrowth of tibial component.

Manufacturer narrative:
Please note the corrections made to the h6 device code: the complaint was confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows some radiolucence and smaller cysts. Large cysts seem to have contact with the component. However, migration or subsidence is not clearly visible. Infection can not be excluded by CT scan only. There is no evidence present that would suggest infection, though. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with a loose tibial component. A revision surgery will be needed for both tibia and talus. Reason for revision is failed ingrowth of tibial component.